Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a surgery, the surgeon was implanting a 2.3 x 22mm locking screw when the tip of the driver snapped off in the screw. The surgery was completed with a spare driver tip from the tray after a 2 - 3-minute delay. No other adverse patient consequences were reported. This report is related to report number (B)(4) for the driver involved in this event.